Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrode pads non-functional) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) to the rear therapy electrode pads was pulled from the distribution node (dn) strain relief, damaging wires in the cable and separating the heat shrink from the pulse wires inside the dn. The exposed wires created a short on the dn pca board. The cause of the non-functional electrodes is the short. The cause of the short is the damaged cables. The root cause of the damaged cables is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrode pads were non-functional.